Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly and shut off. After charging and turning on, pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Customer reverted to using manual injections for insulin therapy.